Manufacturer narrative:
(B)(4). This issue was previously reported on (B)(4) with MDR 3030677-2016-00426. The device investigation is still pending.

Event description:
It has been reported that the AED did not pass self diagnostic check.